Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 439 mg/dl at the time of incident and treated with manual injection the blood glucose went low 402 mg/dl. Customer reported that they feel okay to troubleshoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose. The insulin pump will not be returned for analysis.